Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d274vrc, implantable cardioverter defibrillator, implanted: (B)(6) 2010. (B)(4).

Event description:
It was further reported that the lead was subsequently explanted and replaced.

Event description:
It was reported that an apparent superior vena cava (svc) coil fracture was found on the right ventricular (rv) lead as a result of a device impedance alarm. The rest of the lead functionality was intact. The svc coil output was turned off and the other outputs were set to maximum levels on the device. The lead remains in service and will be closely monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the full lead was returned in segments, analyzed, and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.